Manufacturer narrative:
The customer has cleaned the wash a container and refilled the container with the appropriate wash a solution. Cts followed up with the customer who reports no additional repeat testing was performed based on their medical directors decision. The monthly maintenance was performed successfully.

Event description:
The customer reports the discovery of wash solution b loaded into the wash solution a container. The customer is confident that it has been incorrectly loaded for no greater than 24 hours. The customer did not perform repeat testing to confirm no incorrect results were reported. (B)(4).